Event description:
Had a syncopal episode when opening door to let dog out. Reported episodes of chest pain and pressure, chest pounding with radiation down arm, back and abdomen. Failed pacemaker capture, noted to have outer insulation break of the ventricular lead.